Manufacturer narrative:
Additional information section d9: device available for evaluation: yes. Date returned to manufacturer: june 8, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: product evaluation was performed under magnification. The complaint lens presented with a haptic detached. The lens was cleaned and was observed to be cut. The remaining haptic was measured and passed dimensional inspection. Conclusion: as per complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: first/given name: unknown/not provided, as information was asked but it was not provided. Section e1: last name: unknown/not provided, as information was asked but it was not provided. Section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1: telephone number: (B)(6). Product investigation: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one of the haptics was damaged as the intraocular lens (iol) was injected into the patient's eye. The iol did appear to be stable in the bag at the end of the operation but one day post operation the surgeon observed that the lens had moved/was not central. The iol was explanted a few days later. There was no delay in treatment or other interventions performed. The patient was well post-operatively. No further information was provided.